Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference number: (B)(4). The device was returned to baxter and an eval was completed. The device was found to be inoperable due to the reported symptom of system error 105 caused by a failed motor (flex). The motor assembly will be replaced.